Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), there was a rupture of the balloon at the end of the deployment. It did not hinder the deployment. The valve landed too low and there is a peri-prosthetic leak which requires the establishment of a second valve with a good final result.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2016-00839. Review of imagery revealed that the inflation balloon was able to be fully inflated and the valve fully deployed. However, at the end of full balloon inflation, a portion of the balloon seemed to burst as contrast was seen leaking from the proximal end of the inflation balloon and a decrease in inflation balloon outer diameter was observed. Visual inspection of the returned device revealed that the crimp balloon tore proximal to the inflation to crimp balloon bond. The delivery system was returned to edwards for evaluation. The inflation balloon was bunched at the distal end with the crimp balloon torn proximal to the inflation balloon to crimp balloon bond. The returned device was visually inspected for any abnormalities after decontamination. The distal crimp balloon was torn proximal to the inflation balloon to crimp balloon bond. The inflation balloon to crimp balloon bond was intact. There were no tears or holes observed on the inflation balloon. There were gouge marks observed on the delivery system flex tip. No other visual abnormalities observed. Due to the return condition of the delivery system, further testing could not be conducted on the delivery system; material separation on the crimp balloon. The complaint for balloon torn was confirmed by visual inspection. Separate testing was conducted to determine potential root causes for this issue. One study measured valve alignment force when valve alignment was performed in a curved radius, contrary to IFU instructions to perform valve alignment in a straight section of the aorta. The study observed that performing valve alignment at a radii of = 4 inches carries the possibility of the valve diving into the flex tip and increasing the amount of valve alignment force required to achieve final alignment position. Wall thickness of the crimp balloon proximal to the observed cut was measured (the area distal to the cut is the bond area and inflation balloon). Measurements for double wall thickness met specification. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any other issues that could have contributed to this complaint. A review of lot history did not reveal any issues that could have contributed to the complaint event. A review of complaint history reveals that the occurrence rates for torn balloon for the commander delivery system did not exceed the february 2016 control limits for these trend categories. No IFU/training deficiencies were identified. During delivery system manufacturing the balloons are 100% visually inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.5x magnification. The crimp balloon undergoes 100% balloon dimensional inspection for length, distal ID, proximal ID and wall thickness. It is also 100% visually inspected for general appearance/gross defects under magnification, foreign matter, impurities, contamination, fish eyes, and gel spots. The inflation balloon undergoes 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. It is also 100% visually inspected for witness lines, foreign matter, impurities, contamination, deformation on the cone, crow's feet, gel spots, fish eyes, and scratches. During manufacturing, the delivery system undergoes multiple inspections related to balloon torn. The inflation balloon was inspected visually for contamination. It was also inspected dimensionally throughout the production of the balloon. The crimp/inflation balloon bond is inspected under 2.85x magnification for smoothness and bond gaps. In addition, the bond is inspected for bubbles. During the pleat and fold process, the inflation balloon was visually inspected for scratches and distorted/pinched folds. The fully assembled commander delivery system was visually inspected for manufacturing defects. The commander delivery system is 100% air pressure leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Balloon burst pressure testing and inflation balloon to crimp balloon bond strength testing were performed on finished devices under a sampling basis during product verification testing on all work orders. During product verification (pv) testing balloon burst pressure testing after 10-cycle fatigue was conducted and met statistical acceptance criteria. The inflation balloon to crimp balloon tensile test met statistical acceptance criteria. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for torn balloon was confirmed based upon the returned condition of the delivery system. Visual inspection and DHR review did not support that a potential manufacturing nonconformance contributed to the complaint. Performing valve alignment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and dive into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment it can result in higher than usual valve alignment forces. These high forces can potentially cause a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. A study to confirm this condition was performed, and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. At this time, a definitive root cause was unable to be determined. Although the crimp balloon did not tear during valve alignment, valve alignment forces may have contributed to weakening of the crimp balloon material proximal to the inflation to crimp balloon bond leading to material failure at full balloon inflation. No manufacturing non-conformities were able to be found in the returned sample. No labeling or IFU inadequacies have been identified. A review of complaint history revealed that the occurrence rate exceeds an actionable limit. Due to the high criticality level for this failure mode, a pra been initiated for risk assessment and consideration for potential for further escalation.